Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were returned together in a single original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture were not on the device. The actuator is in the pre-t2 position. Bio debris is present. Device two, the t1, t2, and suture were not on the device. The needle assembly is severely bent. The actuator is at the tip of the needle. One set of t1, t2, and suture were returned with the knot tightened down, and bio debris present. The t1 is missing the tip. A functional evaluation showed device one's actuator will cycle as intended. Device two's actuator will not cycle and remains stuck at the tip of the needle. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during set up for an endoscope, the second needles of two (2) fast fix were dislodged from the inserter when the package was opened. There was a back up device available and a surgical delay of less than 30 minutes was reported. No patient involvement was reported.